Event description:
It was reported that upon review of several episodes, the physician feels the episodes were svt and the shocks delivered were inappropriately delivered on af. This episode has not been completely stored and the shocks are not visible. This is normal device behavior. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.